Manufacturer narrative:
Upon review of the log files and investigation of the technical team, it was confirmed that there was no software bug on this unit, and reported issue is due to the smart alarms adaption. No device failure was detected on the machine and the device functioned as intended.

Event description:
The customer reported that during patient use, the peak pressure low alarm setting of the bellavista 1000 automatically changed from 3 to 6 mbar. Additionally, it was reported that this issue occurred again on may 25th and 26th while changing the fio2 settings of the device. The customer confirmed that there was no patient harm associated with this reported event.